Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 12 years 8 months after a left total knee replacement, the patient was revised due to instability overtime. The patient was revised to cc tibial insert sz 1 18mm. The event was not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep unable to obtain images or x-rays. Product not returning due to hospital policy.

Manufacturer narrative:
The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. H6: corrected component and investigation clinical codes.